Event description:
Additional information received from the representative reported device implantation (2nd stage) was performed. The lead¿s extension cable was found with 3 torn off conductors at the proximal connector (to ens) before the surgical procedure started. In the device pocket a decapped lead connector was found with the no longer insulated connector moved into the canal leading towards the lead extension¿s body outlet. The hcp alleges high mechanical stress to the external lead extension cable, as also reported by the consumer. The lead was diagnosed with xray and was found in adequate position. Electrical readings were found in adequate range and were confirmed stable. The ins was implanted without anything to report. The procedure was finished without complications. The lead extension cable was completely torn off from proximal connector during the procedure and was cut in tow pieces (as indicated for normal implant procedure), thus the lead¿s extensions cable was in 3 pieces.

Manufacturer narrative:
Analysis of the ens, model 3531, serial no. (B)(4), found no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the percutaneous extension found extension body conductor broken (overstressed/damage). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 357625, lot# n680545, product type: screening device. Product ID: 357625, lot# n664944, product type: screening device. Product ID: 388928, lot# va1bklu, implanted: (B)(6) 2017, product type: lead. Product ID: neu_perc_extension, serial# unknown, product type: extension.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a defective contact, which occurred during device follow-up for a 1st stage test system. The hcp reported already increased voltage on path 1-2+ in the last week. Today at follow-up intermittently there was no sensible threshold measurable. The external neurostimulator (ens) intermittently refused programming above 0.1ma with message to contact physician due to limited output available. Unknown what factors led to the event. Reported measurement with different positions of consumer and extracorporeal lead extension. Intermittently there was a sensible threshold with around 3ma measureable. Also reported measurements with replaced cable. The outcome was again an intermittently measureable sensible threshold. Also a system of test stimulator was used to verify the effects of instable thresholds; they were reproducible. Also 2-, 1+, 0+, 3+ was tested with all systems; same effect with intermittently lower thresholds, but still readings with 10v uneffective and with ens >0.1ma impossible. The system lead and lead extension was alleged conspicuous. It was noted that the second ens cable was used for troubleshooting purposes. External stimulation would no longer be performed due to instable readings with multiple systems. The extracorporeal lead extension was insulated. A 2nd stage procedure was being discussed and if performed, intra-op readings were planned to be performed to verify stable impedances on the tined lead electrode when the lead extension will be disconnected. Due to multiple readings with instable results when manipulating the lead extension, the extension was alleged defect. The issue was not resolved at the time of the report.